Event description:
It was originally reported that the device was locking up after not going into sleep mode and sitting for approx. 30 minutes. The customer called back to state that the device did go into sleep mode, but it locked up while scanning. No patient injury was reported.

Manufacturer narrative:
Customer care explained to the customer that they should not cart the instrument around while it is on, as the battery can get jostled and cause it to freeze during use. Customer care also explained that if the end-user is pressing the scan button very quickly multiple times, it can freeze up. They need to allow time for the unit to react to each button press. The customer stated that he would check with the end-users and call back if needed.